Event description:
It was reported that the bd precisionglide¿ needle experienced needle hub hole/cracked/damaged. The following information was provided by the initial reporter: stated, a nurse was mixing IV's and hub separated from syringe tried syringes from a different lot and had no issues. 2 syringe affected date of event:(B)(6) 2021. Lot: 0274453. Catalog: 305197.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305197 and lot number 0274453. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle experienced needle hub hole/cracked/damaged. The following information was provided by the initial reporter: stated, a nurse was mixing IV's and hub separated from syringe tried syringes from a different lot and had no issues 2 syringe affected. Date of event:2021-12-26. Lot: 0274453. Catalog: 305197.